Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-00327. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented to the hospital, the device could not be interrogated. Device was explanted and replaced. The patient was doing well.